Event description:
According to the initial information received, a patient was previously closed with an amplatzer septal occluder (aso). She was found to have residual shunting and was brought back to the cath lab for an additional device placement. Sizing of the residual shunt was approximately 4mm. A 6mm aso was attempted, but was removed due to sizing/patient anatomy. An 18mm amplatzer cribriform occluder was then attempted and had the same result and was removed. A coil was also attempted but again not successful. The patient was referred for surgical consult. This event is being reported as additional intervention was needed after the initial aso was placed. Additional information has been requested, including if the residual shunt was present immediately after device placement or if it was observed post-implant, device product information and implant date, but has not yet been received. Should additional information become available a supplemental report will be filed. Implant date provided in this report is an estimate.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it remains implanted. Aga requested further information regarding this case, but has not been provided. No further information is expected to be received regarding this event.